Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 10 states, "fretting and crevice corrosion may occur at interfaces between components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-07510 / 07511 & 2016-03329). Not returned by patient.

Event description:
Patient underwent a total hip revision procedure approximately five years post-implantation due to elevated metal ion levels. During the procedure, the femoral head and acetabular cup were removed and replaced. A competitor product was used to replace the acetabular cup. Operative notes reported revision due to pain, popping and clicking in right hip. During the revision procedure, acetabular bone loss, avascular necrosis, clear yellow metal stained fluid and synovium requiring a synovectomy, yellow-grey fibrinous tissue consistent with metallosis, and black staining on the taper base were noted.